Manufacturer narrative:
The device manufacture date was documented as october 5, 2009 in the initial report. The device manufacture date has been updated as january 13, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electronic component (opto-coupler) inside the charger was out of order. It was discovered that the device flashed a blue light emitting diode (led) and failed a self-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error. This issue has been escalated to CAPA and scar. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that there was no charging possible and the blue led was flashing from the universal battery charger device. The event did not occur during a surgical procedure. It was reported that there was no patient involvement. It was reported that there was no delay due to the event. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.